Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to oversensing, inappropriate therapy and high impedance measurements. The physician suspects a lead fracture but could not confirm because of lead damage from the explant procedure.